Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert triggered.

Event description:
It was reported that the patient presented to the hospital with right ventricular (rv) lead loss of capture at atrioventricular block iii and a cardiac resynchronization therapy defibrillator (crt-d) interrogation revealed there was high rv lead pace/sense impedance and loss of capture due to oversensing of noise and rv undersensing. It was noted there was inappropriate pacing from the crt-d due to loc and the pace/sense portion of the rv lead was replaced; the high-voltage coils of the rv lead remain in use. In addition, it was noted the crt-d exhibited premature battery depletion at the revision procedure and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with right ventricular (rv) lead loss of capture (loc) at atrioventricular block iii and a cardiac resynchronization therapy defibrillator (crt-d) interrogation revealed there was high rv lead pace/sense impedance and loss of capture due to oversensing of noise and rv undersensing. A fracture of the pace/sense portion of the rv lead was suspected. It was noted there was inappropriate pacing from the crt-d due to loc and the pace/sense portion of the rv lead was replaced; the high-voltage coils of the rv lead remain in use. The physician noted the friction part of the pace/sense rv lead was close to the connector. In addition, it was noted the crt-d exhibited premature battery depletion at the revision procedure and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.